Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead was broken as confirmed through an x-ray. The patient will undergo a paddle replacement procedure.

Manufacturer narrative:
Sc-8216-50 sn (B)(6). The returned paddle lead was analyzed and x-ray inspection found two cable fractures near the retention sleeve about 4 centimeters from proximal 2. These fractured cables were not exposed and all cables of the paddle lead were detached from the paddle. The lead was also damaged during the explant procedure (some portion of the paddle was missing along with six contacts on the paddle, several cables were lacerated and exposed about 9 centimeters from proximal tip 1 and one cable was pulled out and exposed about 11 centimeters from proximal tip 2). With all the available information, boston scientific concludes that the complaint was confirmed. The probable cause selected for this complaint is cause traced to component failure. In addition, the lead was returned in pieces after the explant procedure, which is typical damage after an explant procedure, and was not considered a failure.

Event description:
It was reported that the patients lead was broken as confirmed through an x-ray. The patient will undergo a paddle replacement procedure. Additional information was received that the patient underwent a paddle lead replacement procedure. The patient was doing well postoperatively and the explanted paddle lead will be returned.

Event description:
It was reported that the patients lead was broken as confirmed through an x-ray. The patient will undergo a paddle replacement procedure. Additional information was received that the patient underwent a paddle lead replacement procedure. The patient was doing well postoperatively and the explanted paddle lead will be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.